Manufacturer narrative:
Insulin pump received with missing segments display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments display. Moisture damage on motor assembly also noted during visual inspection. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.